Manufacturer narrative:
There is no indication from the user facility of a malfunction. The current wheel chair manual provides instructions regarding opening the wheelchair and cautions regarding potential finger pinch points for all wheelchairs. Additionally, the wheelchairs contain a pictorial label on the seat bar that has a symbol with a hand under the universal circle with line indicating "no".

Event description:
Report rec'd from the user facility states, "employee reports that while attempting to flatten the seat of a bariatric wheelchair, her hand was "sucked" into the side as the seat snapped into place. Employee states that when she pulled her hand out from the side of the chair, the tip of her right ring finger was dangling from a piece of flesh." The user facility report source states that the finger tip was successfully re-attached. The employee has some numbness at the finger tip, but the site is healing ok. No additional info was available.